Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was alleged that the blood glucose levels were above 250 mg/dl but below 500 mg/dl with no reported symptoms, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any unusual activities. The total daily deliveries reflected what was programmed. The pump powered up with auditory and vibratory features. No tactile issues were observed with the buttons. The delivery accuracy was within specifications and bolus exercises were executed and recorded correctly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The reported inaccurate delivery issue was not verified or duplicated in the investigation. Unrelated to the reported delivery issue, the display was found to be dim and discolored.